Manufacturer narrative:
(B)(4). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. Investigation conclusion: the incident identified from this complaint will be monitored for trend evaluation. Root cause description: the probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that syringe plastipak 20ml ll s/su stopper detached during use. The following information was provided by the initial reporter: when using the 20ml syringe, it was observed that the stopper was detached.